Manufacturer narrative:
Visual inspection revealed the screw hex has been verified as stripped. The six point hex is still identifiable. However, enough rounding to the hex has occurred that prevents the device from operation as intended. The body, threading, and collar of the screw looked to be in good shape. The lot number for the screw was not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined.

Event description:
The dentist reported a fractured screw and was able to remove it.

Manufacturer narrative:
Additional information: describe event or problem - event has changed. Based on this new information, the complaint would not be considered reportable.

Event description:
Updated information has changed complaint from screw fracture to a damaged drive feature (stripped screw).